Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that one day following the implant of the ventricular assist device (vad), pleural bleeding was observed via thoracoscopy due to an injured intercostal artery at the level of the apex. A drop in vad flow occurred. The patient's hemoglobin level dropped despite a transfusion. An intervention was performed to repair the injured vessel. The chest was padded with gel foam and a surgical sandwich was made. It was determined that the edge of the pump had made a cut in the parietal pleura and injured an intercostal artery. The patient was stable following the intervention. The vad remains in use. No further adverse patient effects occurred as a result of this event.